Event description:
It was reported to target that during an embolization of the intracranial aneurysm too much friction was felt between the catheter and the gdc coil. The coil eventually kinked during the procedure. Upon inspection of the returned product on 5/27/98 it was discovered that the gdc main coil had separated from the pusher wire-making this a med device report. This occurrence had no affect on the pt's health.